Manufacturer narrative:
Method: medical review. Results: per medical review - many factors could cause visual acuity change such as under corrected refraction and pathophysiological change of visual system. Given the reported information, the cause of the event is unknown. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to the patient was having visual acuity problems. The patient complained of ghosting/blurring vision. The incision was enlarged to remove the lens. The surgeon is going to wait until the eye heals before implanting another lens. Sutures were not required and the patient is doing well. The lens was discarded by the facility.

Manufacturer narrative:
Pt weight: unk. Event date: unk. (B)(4). Device evaluated by manufacturer? No. Lens discarded by facility. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens discarded by facility.